Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was high with possible mild ketones.

Manufacturer narrative:
Date: followup: customer reported that cartridge and infusion set were changed and insulin therapy was resumed. Blood glucose levels was reported as "fine" and no additional occlusion alarms have occurred. Reportedly, customer saw no issues with the infusion set site. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.